Event description:
It has been reported to philips that images could not be taken with the system. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in use for a planned neurovascular procedure at the time of the event. The procedure was completed as planned using a different system. It was confirmed that there was no patient/user harm as a result. It was noted that this issue was an intermittent problem. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and review of the system log files determined that the generator's power inverter unit was faulty. The logs were showing a "point calibration failed" error. The fse replaced the power inverter unit and performed the calibrations accordingly. After replacement of the power inverter unit, the system was returned to use in good working order. The power inverter unit was returned for analysis. However, the part was scrapped without analysis due to the age of the device. The codes were updated based on the investigation outcome.